Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my heart rate was been elevated since surgery on 07/30') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cyst ("cysts") and arthritis ("arthritis") and was found to have heart rate increased ("heart rate increased"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal had resolved and the cyst, arthritis and heart rate increased outcome was unknown. The reporter considered arthritis, cyst, heart rate increased and medical device removal to be related to essure. The following information was received from social media: cyst and arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cyst ("cysts") and arthritis ("arthritis") and was found to have heart rate increased ("heart rate increased") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, cyst, arthritis, heart rate increased and weight increased outcome was unknown. The reporter considered arthritis, cyst, dysmenorrhoea, heart rate increased and weight increased to be related to essure. The following information was received from social media: cyst and arthritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: social media received : event medical device removal was replaced with dysmenorrhea . Event weight gain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my heart rate was been elevated since surgery on (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cyst ("cysts") and arthritis ("arthritis") and was found to have heart rate increased ("heart rate increased"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal had resolved and the cyst, arthritis and heart rate increased outcome was unknown. The reporter considered arthritis, cyst, heart rate increased and medical device removal to be related to essure. The following information was received from social media: cyst and arthritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added events heart rate increased and medical device removal. On 23-mar-2020: follow up received from social media. Reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.